Manufacturer narrative:
Sample forwarded to manufacturer for eval. A follow up report will be submitted when an eval is received from the MFR.

Event description:
Received medwatch on 9/10/2007. The facility alleges an air leak in the unit when there was not one. No pt injury. Unit replaced without incident.